Event description:
Customer reported the vertical column won't go down. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system, and repaired the vertical left power supply. System operates as intended.